Manufacturer narrative:
Section b3: date of event corrected. Section d4: device serial number and UDI corrected. Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms while on the heartmate mobile power unit (mpu) was confirmed via the submitted log files. Data from the submitted system controller event log file spanned approximately 10 hours (04mar2025 01:08:00 ¿ 11:55:16 per timestamp). Throughout the log file, atypical power cable disconnect, low voltage hazard, and low voltage advisory alarms while connected to the mpu were captured due to the relative state of charge (rsoc) voltages on both power cables fluctuating below the alarm thresholds. On (B)(6) 2025 10:16:51, additional low voltage hazard and power cable disconnect alarms were captured when the black power cable was connected to the mpu, and the white power cable was connected to a 14v li-ion battery due to the rsoc on the black power cable fluctuating below the alarm thresholds. The low voltage and power cable disconnect alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The provided information indicated the alarms occurred while the mpu patient cable was manipulated. Multiple attempts were made to obtain additional information regarding the cause of the alarm, troubleshooting steps, if any equipment was exchanged, resolution of the alarms, if the mpu has the v-lock connector on the ac power cord, if the ac power cord came loose at either the wall outlet or back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, and if any product will be returning; however, no additional information was provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard, low voltage advisory, power cable disconnect alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that overnight from (B)(6) 2025 to the patient had alarms while on his mobile power unit (mpu) that did not occur when he was able to switch to battery power. The patient believed the issue occurred when they manipulated the patient cable on the mpu. The patient reported that the alarms occurring were not a simple 'connect power' or 'external power disconnect' alarm and that the system controller gave them a very loud alarm and multiple lights were lit on the system controller interface. The alarm history review only revealed low voltage advisories. The patient reported that the low voltage advisories occurred the night before when they were still using their mpu. No damage or wear and tear to the system controller, patients cables, or the patient's driveline was observed. Log file review a series of low power events on (B)(6) 2025. These events may have been caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.